Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional follow up information has been requested and not yet received. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional follow up information has been requested and not yet recieved.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional follow up information has been requested and not yet received. Evaluation summary: (B)(4) the device was received, analyzed, and analysis results revealed no anomalies found. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional follow up information has been requested and not yet received. Evaluation summary: analysis of the device is in process; the results will be forwarded when available. (B)(4) we did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found.

Event description:
It was reported that the patient was admitted to the hospital for neutropenia and fatigue. One day later the patient died. A post mortem interrogation of the device revealed several ventricular tachycardia episodes and one ventricular fibrillation episode. Follow up revealed that the patient may have been suffering from an electrolyte imbalance. The electrocardiogram showed the device was pacing but had no capture and the patient's intrinsic rhythm at the time was agonal. Medical history included a ventricular fibrillation arrest. Cause of death has been requested and not yet received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional follow up information has been requested and not yet received. Evaluation summary: (B)(4) the device was received, analyzed, and analysis results revealed no anomalies found. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that inner tubing kinked/buckled, all insulators were breached cut and there was apparent explant damage.

Event description:
It was reported that the patient was admitted to the hospital for neutropenia and fatigue. One day later the patient died. A post mortum interrogation of the device revealed several ventricular tachycardia episodes and one ventricular fibrillation episode. Follow up revealed that the patient may have been suffering from an electorlyte imbalance. The electrocardiogram showed the device was pacing, but had no capture and the patient's intrinsic rhythm at the time was agonal. Medical history included a ventricular fibrillation arrest. Cause of death has been requested and not yet received. It was further reported that there were several non-sustained ventricular tachycardia events and one aborted ventricular fibrilation event. The system was explanted. It was reported that the patient was admitted to the hospital for neutropenia and fatigue. One day later the patient died. A post mortum interrogation of the device revealed several ventricular tachycardia episodes and one ventricular fibrillation episode. Follow up revealed that the patient may have been suffering from an electorlyte imbalance. The electrocardiogram showed the device was pacing, but had no capture and the patient's intrinsic rhythm at the time was agonal. Medical history included a ventricular fibrillation arrest. Cause of death has been requested and not yet recieved. (B)(6) 2011 it was further reported that there were several non-sustained ventricular tachycardia events and one aborted ventricular fibrilation event. The system was explanted.

Event description:
It was reported that the patient was admitted to the hospital for neutropenia and fatigue. One day later the patient died. A post mortum interrogation of the device revealed several ventricular tachycardia episodes and one ventricular fibrillation episode. Follow up revealed that the patient may have been suffering from an electrolyte imbalance. The electrocardiogram showed the device was pacing but had no capture and the patient's intrinsic rhythm at the time was agonal. Medical history included a ventricular fibrillation arrest. Cause of death has been requested and not yet received. It was further reported that there were several non-sustained ventricular tachycardia events and one aborted ventricular fibrilation event. The system was explanted.